Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient turned while lying down and then felt the ins move sideways. The patient had a sudden onset of pain in their side and at the ins site; they have been sore under their ribs when they would stand up or cough. The patient has also had a hard time walking and breathing. On (B)(6) 2018, it was reported the patient could not increase or decrease their settings. It was confirmed with the patient that they had not experienced any trauma or falls that could be related to this. The patient had tried pushing on the ins to put it back in place but that did not work. They have tried to reach their doctor but they have not been able to locate them. Patient services provided the contact information for the doctor. The patient was going to follow up with their doctor. No further complications were reported or anticipated.